Event description:
It was reported by service report that the mounting post was crooked/turned slightly and the outer base tube where the mounting post bolts to was twisted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - outer base tube weldment.